Event description:
A 59-year-old male with acute myocardial infarction (ami) complicated by cardiogenic shock was supported with an impella cp inserted via the right femoral artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage c shock. The device was utilized in the setting of concurrent extracorporeal membrane oxygenation (ecpella support). During device placement and initiation of support in accordance with best practices, the impella cp was reported to become kinked within the aortic arch. As a result, maximum flows could not be achieved, and suction events were observed. Due to the inability to achieve adequate support with the affected device, the decision was made to remove the impella cp. A replacement impella cp was subsequently implanted successfully without further reported issues. Five days later, care was withdrawn and the patient expired. The death is conservatively being reported; however, it is more likely attributable to the patient's underlying acute myocardial infarction, scai stage c cardiogenic shock, critical illness requiring concurrent impella cp and extracorporeal membrane oxygenation (ECMO) support, and subsequent withdrawal of care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.